Event description:
It is reported that a customer was hospitalized because the customer was unable to breath. The customer states that they did not know how to refill his insulin pump. The customer's blood glucose level was unknown. The customer was connected to the help line for assistance. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.